Event description:
It was reported that when the device was removed from the individual box the tyvek was not on the blister. Another device was pulled for the case with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device and package were returned with no carton. The blister was bent and warped and the tyvek was lying on top of the blister. There was evidence of seal transfer from the tyvek around entire circumference of the blister and evidence that package had been completely and correctly sealed at the packaging facility prior to the warping of the blister. The tyvek was removed from the sealed blister at some point. All sealed product is 100% visually inspected at the packaging facility. It is suspected that the tyvek was opened after the product was shipped from ees. The batch record was reviewed and no anomalies were noted during the manufacturing process.